Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and grand multiparity. Concurrent conditions included abdominal pain, cholelithiasis, menorrhagia, dysmenorrhea, hypertension nos, hypothyroidism and squamous cell metaplasia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection") and urinary tract disorder ("urinary problems") and was found to have hepatic enzyme increased ("I have elevated liver enzymes, not sure if it is related to essure"). The patient was treated with surgery (dilation and curettage with thermal balloon endometrial ablation using thermochroic). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, infection, urinary tract disorder and hepatic enzyme increased outcome was unknown. The reporter considered genital haemorrhage, hepatic enzyme increased, infection, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion details: the essure device was placed beyond its black mark. At this point, the essure device was stabilized there were probably three coils extending from both ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: disordered proliferative endometrium with focal early secretory change, endometrial polyp fragments and endocervical mucosal fragments with focal squamous metaplasia.. Ultrasound pelvis - on (B)(6) 2012: no masses or free fluid seen in the pelvis. Incidentally note is made of galls t ones. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and grand multiparity. Concurrent conditions included abdominal pain, cholelithiasis, menorrhagia, dysmenorrhea, hypertension nos, hypothyroidism and squamous cell metaplasia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection") and urinary tract disorder ("urinary problems") and was found to have hepatic enzyme increased ("I have elevated liver enzymes, not sure if it is related to essure"). The patient was treated with surgery (dilation and curettage with thermal balloon endometrial ablation using thermochroic). At the time of the report, the genital haemorrhage, pelvic pain, infection, urinary tract disorder and hepatic enzyme increased outcome was unknown. The reporter considered genital haemorrhage, hepatic enzyme increased, infection, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion details: the essure device was placed beyond its black mark. At this point, the essure device was stabilized there were probably three coils extending from both ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: disordered proliferative endometrium with focal early secretory change, endometrial polyp fragments and endocervical mucosal fragments with focal squamous metaplasia. Ultrasound pelvis - on (B)(6) 2012: no masses or free fluid seen in the pelvis. Incidentally note is made of galls t ones. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.